Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.